Manufacturer narrative:
Product problem.

Manufacturer narrative:
The t:slim pump g4 user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump and the pump subsequently shut off due to insufficient power. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. In addition, the customer's blood glucose (bg) level was over 400 (mg/dl) and the customer stated they were unsure why. The customer changed out their supplies multiple times however, this did not resolve the issue. A bolus was delivered. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.